Event description:
It was reported during a da vinci-assisted retroperitoneal lumbo-aortic curettage, the tip cover had fallen off into the patient when the instrument was withdrawn through the cannula. As soon as the team noticed the tip cover came off, it was removed from the patient. The instrument was removed, and a new tip cover was installed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Manufacturer narrative:
Additional information: the instruments and the monopolar curved scissors (mcs) tip cover accessory were inspected before use, and no damage or anything unusual was reported. The mcs tip cover accessory was retrieved using a laparoscopic instrument via the assist trocar after falling inside the patient during instrument removal. The cause of the slipping or breaking of the accessory remains unknown. During the surgical procedure, the surgeon did not notice any functionality issues with the mcs instrument apart from the tip cover accessory cracking during the operation. There was no indication that the mcs instrument collided with other instruments during the surgery. The mcs tip cover accessory appeared to be properly installed during the procedure. No lubricant, such as electrolube, was applied to the mcs instrument before installation of the mcs tip cover accessory. A reducer was not used, as the procedure employed an 8 mm robotic trocar with an associated joint. There were no difficulties in removing the mcs instrument or mcs tip cover accessory, and the instrument wrist was straightened during removal. The surgical staff observed a fissure in the transparent distal part of the mcs tip cover accessory during the operation. The procedure was completed robotically. The mcs tip cover accessory and the mcs instrument are not available for return to intuitive surgical, inc. (Isi) for evaluation, as the mcs instrument continues to function properly. As of the date of this report, isi has not received the mcs tip cover accessory. No photographic images or video recordings of the devices or the procedure are available for isi review.

Event description:
Refer to h11 for follow-up information.